Event description:
Cystourethroscopy, right retrograde pyelogram, right ureteroscopy, stone extraction (right), ureteral stent placement, local instillation, extensive laser lithotripsy. During extensive laser lithotripsy, a moses¿ 200 laser fiber was used for stone fragmentation. During use, it was observed that the fiber was not firing properly and was ineffective at breaking up the stone as intended. The affected laser fiber was discontinued. A new moses¿ 200 laser fiber was obtained and used, which functioned properly and allowed successful completion of the procedure. No patient harm, injury, or adverse outcome occurred as a result of this device issue.